Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, battery out limit and failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test. Customer's blood glucose level was unknown at the time incident. The customer was assisted with the troubleshooting. The device will be returned for the analysis.